Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered a large breath, the tidal volume was set at 800 and delivered 1200 ml. The green display for tidal also increased. The airway pressure alarm was activated. There was no pt injury.